Event description:
Complainant alleged that while attempting to defibrillate a pt, the electrode pads came apart and could not connect to the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.